Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The reporting facility described an event involving leakage on the tube of tunneling while placing an nl950v, ventricular tunneling intracranial pressure monitoring device. The event required revision resulting in a delay in surgery time. No injury to the pt occurred as a result of the event. Additional clinical info has been requested from the reporting facility.